Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no repots of the pt being harmed as a result of this malfunction. Signed and dated complaint form has been requested. This case was evaluated on (B)(6) 2014 as per convatec's governing complaint and handling procedure and a valid investigation was identified for this complaint issue. Case closed to CAPA, this investigation is ongoing and the need for corrective actions will be assessed as part of this investigation. In conclusion, complaint sample was not returned and initial investigation is no conclusive. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Details of the complaint is as follows: "several black spots on the dressing when opened, they look like mold".